Event description:
Additional information was received. It was reported that it "kept saying 0.7 accuracy after drawing a line on the forehead but showed off by 1cm in spots."

Manufacturer narrative:
H3: analysis was performed for product 9735737, software version: 2.1.0. It was reported that it was suspected that the poor scan quality and the poor tracing pattern caused the reported issue. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable to this analysis. Please see also b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670, (serial: (B)(6) ); implant date n/a; explant date n/a ; section d references the main component of the system. Other medical products in use during the event include: h6: analysis of the navigation system (serial #: (B)(6) ) found no fault. The system performed as intended. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0908 was coded for poor accuracy. A23 was coded for hard to register issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system allowed registration but it had poor accuracy. It was hard to register. There was a less than one hour surgical delay. There was no impact on patient outcome.